Manufacturer narrative:
A review of the part history file associated with the multitest swabs included in the aptima multitest swab kit (ln: 932841) confirmed that the swabs successfully passed inspection specifications. Hologic has not been informed of any adverse outcomes related to this issue. A supplier corrective action request (scar) has been issued to the supplier of the swabs ((B)(4)). H3 other text: other.

Event description:
On (B)(6) 2026, a customer from netherlands reported to hologic that on (B)(6) 2026, the tip of multiple swabs, included in the aptima multitest specimen collection kit (lot number: 932841) detached from the swabs shaft during oral and rectal specimen collection. No further information on the patient¿s status was provided to hologic. Hologic has not learned of any adverse outcomes related to this event.